Event description:
It was reported that a left ventricular (lv) lead altert triggered with high impedance observed, and a partial lead fracture suspected. It was also reported that a lead extension connection issue was suspected. For the bradycardia settings, the lv lead base was reprogrammed to be off and pacing mode was reprogrammed to ddd long atrio-ventricular (av). A functional test was scheduled. The lv lead and extension remains in use.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: dtba2d1 ICD, implanted: (B)(6) 2014; a 5554 lead, implanted: (B)(6) 200; a 694765 lead, implanted: (B)(6) 2014; a 4023 lead, implanted: (B)(6) 2003, (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the left ventricular(lv) pacing lead was beyond the expected upper range. Analyst commented, lv pacing impedance measured 4047 ohms from (B)(6) 2014. Lv pace impedance also measured 4047 ohms on (B)(6) 2014. All other lv readings stable at approximately 550 ohms.